Manufacturer narrative:
The insulin pump was received with cracked case (battery tube), cracked case-corner of belt clip rails, and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump had power error detected. The blood glucose was 7.6 mmol/l. The device will be returned for the analysis.